Manufacturer narrative:
(B)(4). The delivery catheter specimen was received by gore from the facility, and an engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. Visual examination showed that the leading end of the catheter had separated from the catheter body at the trailing olive, and the guidewire lumen had pulled out of the trailing olive bond on the catheter. However, the root cause for the broken leading end of the catheter could not be determined with the currently available information. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.¿

Event description:
On (B)(6) 2015, a low-profile gore excluder contralateral leg component (plc161200/13699481) was implanted as part of an endovascular aortic repair. The device was deployed successfully as planned. However, some resistance was felt upon withdrawal of the delivery catheter, and the leading olive reportedly became separated from the shaft and adhered to the guidewire. The cause of the leading olive separation is unknown. The physician was reportedly able to remove the olive using a snare technique. The procedure went forward without any further reported complications, and the patient tolerated the procedure. The delivery catheter was returned to gore for analysis.